Manufacturer narrative:
This MDR is being filed following our procedure governing MDR reports: patient experienced a diabetic coma. Patient hospitalized as paramedics were called. Patient had complicated medical history. Patient expired. Device is not available for technical review.

Event description:
Husband of diabetic pt. Using vgo since (B)(6) 2017 most recently on a vgo 40, reported to valeritas customer care during an outbound call that pt. Expired on (B)(6) 2017 with the cause of death "diabetic coma". Pt's past medical history: diabetes (B)(6) years (diagnosed at the age of (B)(6) yrs.), positive for triple bypass in 2016, abdominal surgery in 2016 and diabetic retinopathy in 2017. Ae assessor spoke briefly with spouse for further investigation of this report. Pt. Was wearing vgo when she was transported to the hospital for treatment. Spouse states pt's bg at the hospital was over 1500mg/dl. This case is limited in investigation due to the spouses grieving from an unexpected death. No further information was available and spouse disconnected the call. Deposition of the vgo the pt was wearing during the event is unknown. With the limited information available the vgo cannot be excluded as a contributory factor in the cause of death.